Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Hardware low level failures confirmed in the insulin pump history due to broken traces on keypad assembly. Device received with cracked battery tube threads, minor scratches on case, cracked case (battery tube), cracked retainer, pillowing keypad overlay and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a hardware low level failure alarm. Customer¿s blood glucose was 200 mg/dl. Patient's current bg: 208 mg/dl. Customer reported that she had consecutive hardware low level failures alerts. Customer treated for high blood glucose with bolus from the insulin pump and increase in basal rate. Customer reports they have contacted their healthcare provider regarding the high blood glucose. Based on customer report customer does not allege pump was under delivering. Customer is not calling back to perform an high pressure test. Customer reported that hardware low level failures alerts occurred during self-test. Customer is able to complete pump rewind. Error table indicates the pump should be replaced. Explained pump will need to be replaced. Advise to revert to backup plan per health care professional's instructions. The insulin pump will be returned for analysis.